Event description:
It was reported a revision was done in 2012. Specific patient symptoms, cause of the event, diagnostics, drugs in the pump and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8598a, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2012-(B)(6), product type catheter. Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).